Event description:
It was reported that a patient underwent a successful kyphoplasty procedure at levels t9-t10. The inflatable bone tamp (ibt) did not deflate during removal. As a result, excessive force had to be used to remove the ibt from the patient. The product was replaced and the procedure was completed successfully. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - followed up with company representative. Evaluation summary: conclusion: retraction difficulities could not be replicated in the lab; however, it was apparent that the catheter was stretched.